Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the scanner was not working, which located on 3south2. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device scanner was not working. The field service engineer (fse) removed the broken universal serial bus (usb) cable and replaced it with a new one. After replacement, the device powered on, emitted a beep, and functioned correctly. The barcode scanner was tested using the hardware test application and passed successfully, resolving the issue. The system functioned as intended after the field service engineer repaired the device.